Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018 the patient experienced not receiving the twelve hour calibration prompts.the transmitter was received for investigation. An exterior visual inspection was performed and it passed. A transmitter voltage test was performed and the it passed as the device had voltage. A pairing test was performed with the (B)(4) bluetooth device and the device passed. The transmitter was put in the functional tester and it passed. Share log data was available to review and the device not receiving the twelve hour calibration prompts could not be confirmed. The probable cause could not be determined via product.no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced not receiving the twelve hour calibration prompts. No additional event or patient information is available. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.